Event description:
During a laparoscopic rectum resection procedure, after reloading the device, it failed. After releasing the device, the closing trigger couldn't be closed any more. Another device was used to complete the case. No patient consequence.